Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that this event was discovered following the completion of distal airway exploration and biopsy procedure. According to the initial reporter, no other devices were involved, no delays were caused, and the intended procedure was completed using the subject device.

Event description:
While inspecting a returned olympus evis lucera elite bronchovideoscope loaner device, it was discovered that the unit was not producing an image. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was not producing a clean image. Instead, the device had a noisy image with a b30 scope communication error due to a faulty plug unit and corrosion on the connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.